Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she had tried all the programs; however, the device was still not helping with the pain and not helping with symptom control. The patient had not yet contacted the healthcare provider (hcp). The patient was redirected to contact the hcp office to schedule a device check and programming session.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. Product ID: 3889-28, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a lack of efficacy since the lead was replaced. This was considered a sudden change in therapy/symptoms. Since the lead was replaced, there was a lack of efficacy. She had leakage and could not make it to the bathroom. Also, the patient was feeling stim in her feet and toes. This occurred in (B)(6) 2015. The patient was on program 3 at 1.3 volts and changed to program 4. Stim was no longer being felt in the feet and toes and was reported to be comfortable. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.